Manufacturer narrative:
Device photographic evidence evaluation summary: according to the information received, a tissue expander experienced a deflation. In addition, it was informed that expander has been discarded. Upon visual evaluation of the images provided in the complaint, it was observed a tear between shell and one of the suture tabs. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, the manufacturing records of the 9369621 number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient who underwent a breast reconstruction primary with 650cc mentor cpx4 with suture tabs, med height, smooth tissue expander has experienced postoperative right-sided deflation. The tissue expander was reinflated at a later date, and deflation was confirmed by the surgeon. As a result, the patient underwent explantation and replacement with unspecified tissue expander on (B)(6) 2020. Upon explantation, a tear was noted at the suture tab in the 6 o¿clock position.

Manufacturer narrative:
On 02-jun-2020, mentor became aware that the name for the initial reporter was omitted in the initial report. Entry fields for e1 and g3 have been corrected. Manufacturer¿s reference number: (B)(4).